Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: " the ver 256082 call the result positive and the customer states they did not see any line on the cartridge. They then repeated the test with the same sample and it came out negative upon repeating. They collected patient again and ran two more tests the first coming out negative and the second coming out positive. "

Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding the complaint that alleges the veritor result was positive with no visible line and the repeated result was negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The product instruction for use (IFU) states, ¿test results are not meant to be visually determined. All test results must be determined using the bd veritor system instrument¿. Therefore, the bd veritor system analyzer must be used for interpretation of all test results. Operators should not attempt to visually interpret assay results directly from the bd veritor system test cartridge. With some specimens, up to four lines may be visible on the test device. The veritor analyzer will appropriately interpret the result. The root cause was traced to user - failure to follow instructions. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a discrepant result was obtained. There was no indication that results were reported out and there was no report of patient impact. (B)(4). The following information was provided by the initial reporter: '' the ver 256082 call the result positive and the customer states they did not see any line on the cartridge. They then repeated the test with the same sample and it came out negative upon repeating. They collected patient again and ran two more tests the first coming out negative and the second coming out positive. "